Event description:
Information was received indicating that a smiths cadd legacy 1 pump was tested to be under infusing. With claves the accuracy reading was -2.5%. Without claves, the accuracy reading was -5.79%, with the walkmed bag the accuracy reading was -10.52% , the mod test was -5.15%. And the bench test accuracy reading was -5.8% .there was no patient involvement.